Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) and a system error 2367 which occurred on the homechoice (hc) during dwell 3 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and patient extension lines were not in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. The supplies had not been damaged by an outlet port clamp or assist device. The care giver (cg) stated that unused final line clamp was left open. The technical service representative (tsr) explained the alarms and had the cg cycle the power to clear them. The cg had already disconnected the home patient (hp) and was starting manual therapy as the hp was close to being finished on the hc. The tsr advised the cg to call the hp's registered nurse in the next 24 hours and let her know what happened. Proper procedures were reviewed with the patient. The cg understood. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The care giver (cg) stated that unused final line clamp was left open. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.